Event description:
The customer contacted baxter's service center regarding assistance with setup which occurred on the home choice (hc) during use during set up. The caregiver (cg) stated he did not get the spike in the heater bag as tight as it should be so he took it out and put the spike back into the same hole again. He was still not sure it was as tight as it should be and wanted to know what to do. The home patient (hp) was in the hospital. The technical service representative (tsr) instructed the cg that the best thing to do was to start over with new supplies since the hp was already in the hospital and he did not want to take any chances of getting air or anything else into the bags or the patient. The cg would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about this incident, so she had no further information regarding the event. She stated that the patient was not currently performing peritoneal dialysis therapy. Her hospitalization was not related to her therapy. There were no adverse effects reported in relation to this event. Bps contacted the tsr via email on (B)(4) 2012 and received a response the same day stating that she could not recall if the connection issue was due to use error or if there was an issue with the supplies.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue could not be confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.